Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the PICC was used for aquadex pediatric patient and placed in the ij. This line dwelled in the patient from (B)(6) 2023-(B)(6) 2024. The line was discontinued after the patient's status improved and no longer needed aquadex. The suture wings cracked off. They were able to re-suture the PICC and use it for another 2 months. The treatment was completed and the line was discontinued on (B)(6) 2024. No other information was provided.

Event description:
It was reported by the customer the PICC was used for aquadex pediatric patient and placed in the ij. This line dwelled in the patient from (B)(6) 2023-(B)(6) 2024. The line was discontinued after the patient's status improved and no longer needed aquadex. The suture wings cracked off. They were able to re-suture the PICC and use it for another 2 months. The treatment was completed and the line was discontinued on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a 5 fr powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a catheter inserted in and sutured to a patient. Multiple cracks/tears were observed in the material of the molded joint; however, no details or distinguishing features of the break sites could be seen in the returned photographs which could aid in identification of a specific root cause. Additionally, other unknown factors such as exposure to incompatible chemicals and cleaning/maintenance techniques may have contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.